Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2024 a 12.6mm, vicm5_12.6, -5.50 diopter, implantable collamer lens tore/broke during loading, there was no patient contact. "Lens rupture due to snagging while loading injector" was reported. In the reporters opinion the cause of this event is unknown.

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).